Manufacturer narrative:
Conclusion: reported event was confirmed. Due to the available information and the age of the instrument the most likely cause is no rmal component wear out. All associated risks are low and no device related patient/clinical safety issues were reported. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had issues with the power supply, as it was fluctuating. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that no error warning message appeared. There was no known damage to the instrument, and no visible air in the system/tubing. It was stated that there was no abnormal electric event. This issue was not reported by the customer. There was no pump change out, the customer continued to use the instrument. The hand crank was not used.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by a service technician, it was observed that the instrument had a power supply fluctuation issue and the service technician was unable to calibrate the instrument. The issue was resolved by replacing the power supply. Preventive maintenance was performed as per specification. Note: the instrument was serviced by a medtronic field service technician in the facility. The instrument did not return to a medtronic facility for service. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.